Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the clinician programmed a bolus of fentanyl as 55mcg although the ordered dose was 5.5mcg. The initial infusion report reviewed by the customer showed that the bolus dose of 55mcg was administered three times. The patient was already on mechanical ventilation and did not require any changes to the ventilation setting, no did they require any additional medications or interventions.